Event description:
While administering rocuronium for a rapid sequence intubation, the medication began spraying out of the side of the syringe. The syringe was used to draw up the medication for administration. Upon further inspection, the syringe appeared to be cracked down the side.